Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. The evaluation was performed by smith and nephew and could not confirm the customer complaint for the return electrode emitted red light. A visual inspection was performed and showed the probe has been used in the field. There is insulation damage at the tip and around the return electrode. This damage is caused by contact with another source. Functional inspection was performed. The probe was connected to the generator and all appropriate setting were displayed. The probe was activated in saline solution and functioned as intended. Possible root cause for a red light to display from the return electrode would be if the probe was buried in the soft tissue completely covering the active electrode. A device history record review was performed and showed no non-conformance or deviations associated with the lot number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Event description:
It was reported that during the surgery when the wand was used for soft tissue ablation, there was an arc at the return electrode it emitted red light. There was a 5 min delay. A backup device was available, no patient injury reported.